Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 05/21/2016 with a blood glucose level of 478 mg/dl. The customer mentioned that they were doing extensive yard work the day before without eating lunch. The customer mentioned that by dinner they performed a bolus but their blood glucose would not stop rising. By the next day the customer experienced blood glucose levels of 555 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue. The customer was at the hospital at the time of call and motioned that they were going to be tested for infections. The customer did not return the product back for analysis.